Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the right atrial lead exhibited loss of capture and lead dislodgement was confirmed via fluoroscopy. The patient was asymptomatic. The lead was repositioned on (B)(6) 2015. Subsequently, loss of capture was again observed and dislodgement was confirmed. The lead was explanted and replaced on (B)(6) 2015 without complication. The patient was doing well post procedure.